Manufacturer narrative:
Manufacturing date requested but not available at the time of this report. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with increased light sensitivity, mild pain and a sterile infiltrate that was treated with pred-forte drops in right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of increased light sensitivity and mild pain. Patient reported symptoms are not interfering with daily activities and after drops right eye feels much better and vision is great. Bcva from (B)(6) 2017 right eye pre-op 20/20 -6.75 x -.50 x 5, left eye pre-op 20/20 -6.75 x -.75 x 165. It was reported that symptoms resolved on (B)(6) 2017. This report is for the visx laser. A separate report is being submitted for intralase the laser.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was not provided/unknown. However, the manufacturing site has provided the date as 2005 (year only). A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.